Event description:
Clinical narrative: an 87-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical status consistent with scai shock stage d) was supported with an impella cp, implanted percutaneously via the right femoral artery on (B)(6) 2026 at 23:30. During ongoing impella support, the customer reported evidence of hemolysis manifested by red tinged urine and hemolyzing laboratory values. Suction alarms were noted; however, pump position was evaluated using imaging, including echocardiography, and confirmed to be appropriate with no evidence of contact with the mitral valve apparatus or other anatomic abnormalities. Repositioning was not documented. Based on the information available, this event involved patient hemolysis occurring during impella cp support without confirmed device malfunction or definitive attribution of injury to the device. Imaging confirmed appropriate pump positioning, and no contributing anatomic or procedural factors were identified. The patient remained on support at the time of report, and the final clinical outcome is pending. A device related failure or a definitive causal association between the impella device will not be possible as the device will not be returned. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Updated information: b2 selected death and added date of death, b5 updated clinical rationale, d6b explant date added, h1 changed to death, h6 impact code added f02.

Event description:
Updated clinical narrative: an 87-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical status consistent with scai shock stage d) was supported with an impella cp (sn (B)(6)), implanted percutaneously via the right femoral artery on (B)(6) 2026 at 23:30. During ongoing impella support, the customer reported evidence of hemolysis manifested by red tinged urine and hemolyzing laboratory values. Suction alarms were noted; however, pump position was evaluated using imaging, including echocardiography, and confirmed to be appropriate with no evidence of contact with the mitral valve apparatus or other anatomic abnormalities. Repositioning was not documented. Based on the information available, this event involved patient hemolysis occurring during impella cp support without confirmed device malfunction or definitive attribution of injury to the device. Imaging confirmed appropriate pump positioning, and no contributing anatomic or procedural factors were identified. The patient remained on support at the time of report, and the final clinical outcome is pending. A device related failure or a definitive causal association between the impella device will not be possible as the device will not be returned. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. Additional information received 21apr2026 patient expired while on support (B)(6) 2026. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.